Event description:
Pt's daughter reported her mother is currently admitted to hospital. Per daughter, she was called that the pump was alarming with an occlusion alarm, and the hospital nurse stopped the alarm and the pump at approximately 9pm est, so the pt has been off her medication for approximately one hour at time of call. They want to switch her back to IV but that would prevent her expected discharge tomorrow, so she is going to the hospital to try to troubleshoot the pump and keep her on the remunity. Spoke with daughter when she got to the hospital, and she confirmed that they did a battery cycle on the pump and it had been infusing without issue for approximately 15 minutes, we discussed further troubleshooting, they confirmed no bends or kinks in the tubing, but the pump may have been mis-positioned or a heavy remote control putting pressure on the site. The site had been in place about a month and looked okay. No further issue at this time. Date of admittance, discharge or length of hospitalization is unk. Unk if md aware. No further info/details or dates available. Sq remunity self-fill pt. Pt started using remunity device 09/2024. Reported to cvs/caremark by pt/caregiver.